Event description:
It was reported that oversensing due to noise was observed. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description included. A partial lead was returned in four segments for analysis. External insulation abrasions were noted at 0.6-0.7cm and 1.3-1.5cm from the distal end of the trifurcation boot, consistent with lead friction to the ICD can. External insulation abrasions were noted at 4.4-4.9cm and 9.3-10.1cm from the proximal cut end, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Clavicle crush damage was noted at 15.0cm from the proximal cut end. The svc conductor etfe coating was abraded at 14.4-14.8cm from the proximal end of the svc shock coil. Conductor damage was noted at 7.5cm from the proximal end of the svc shock coil consistent with clavicle crush damage. The sensing conductor insulation was abraded at 19.1-20.0cm from the distal end of the svc shock coil and the inner coil was exposed in this region. This is consistent with the observation from the field of noise.